Manufacturer narrative:
The insulin pump had intermittent esc and act buttons response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump's escape and act buttons were unresponsive. Blood glucose level was 139 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.